Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, alert [17] with lv lead impedance < 300 ohms was observed. A generalized drop in impedance measurements was observed.